Event description:
It was reported that a smiths medical ventilator had high tidal volume. No patient involvement.

Manufacturer narrative:
One unit was returned for investigation. Upon physical inspection, it was found that the complained issue could be duplicated. After re-calibrating the flow control the device passed all functional tests. DHR review was done, no issues related to the original complaint were found.